Event description:
It was stated that the customer was hospitalized for pneumonia and high blood glucose. The reported blood glucose reading was 338 mg/dl during the phone call. It was stated that the customer was also experiencing chills prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Add'l info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.